Manufacturer narrative:
Technician found the stretcher in bed shop. The siderail will not latch due to bent siderail tube. Replaced the siderail end tube to resolve this issue.

Event description:
Complaint - the siderail will not latch. No injury alleged.